Event description:
The customer obtained a 139 mg/dl and 81 mg/dl blood glucose comparison on the accu-chek aviva system within a 10 minute timeframe. The customer felt dizzy with te 139 mg/dl blood glucose result. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.